Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the nurse sent the arctic sun device down because the as unit was reading one degree higher from the other temperature measurement they were taking. Per additional information updated from wo notes on 05aug2025, they recommended to use a simulator key to see if it was reading accurately and also recommended to calibrate the device, sending quote for ctu calibration since their ctu hasn't been calibrated since 2015 sn (B)(6), they will also send part number and price for patient simulator key since they don't have one.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per additional information updated from wo notes on 05aug2025, they recommended to use a simulator key to see if it was reading accurately and also recommended to calibrate the device, sending quote for ctu calibration since their ctu hasn't been calibrated since 2015 sn: (B)(6), they will also send part number and price for patient simulator key since they don't have one. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the nurse sent the arctic sun device down because the as unit was reading one degree higher from the other temperature measurement they were taking. Per additional information updated from wo notes on 05aug2025, they recommended to use a simulator key to see if it was reading accurately and also recommended to calibrate the device, sending quote for ctu calibration since their ctu hasn't been calibrated since 2015 sn: (B)(6), they will also send part number and price for patient simulator key since they don't have one.